Manufacturer narrative:
Additional manufacuring narrative: other, other text: masimo has reached out to the customer to request the return of the device. The product has not been received at masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter postal code exceeded the maximum allowable characters, postal code is as follows: (B)(6). Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported the device "was powering off and on again without touching the power button". There was no patient impact or consequences reported.

Manufacturer narrative:
Other text: the returned device was investigated. During the investigation the device passed all visual and functional testing. The device could obtain measurements and visually and audibly alarmed during alarm conditions. The device remained powered on during testing with no errors observed. The device was determined to be functioning as designed.

Event description:
The customer reported the device "was powering off and on again without touching the power button". There was no patient impact or consequences reported.